Event description:
It was reported that the device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. In addition, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was repositioned during the generator change and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314trg cardiac resynchronization therapy defibrillator implanted: (B)(6) 2012. Product ID 407645 implantable pacing lead implanted: (B)(6) 2012. Product ID 439688 implantable pacing lead implanted: (B)(6) 2012. (B)(4).